Event description:
Additional information was received from a company representative reporting that the cause of the inability to aspirate was not known.

Manufacturer narrative:
Continuation of d10: product ID 8782. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing unknown drug. It was reported that during a normal pump replacement the healthcare provider could not aspirate the catheter. The catheter was partially explanted/trimmed after collett with no spontaneous flow of cerebrospinal fluid and tied off in the patient and a new catheter was placed. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6)implanted: (B)(6)2019 explanted: (B)(6)2026product type catheter product ID 8780 lot# serial# (B)(6)implanted: 2019 explanted: (B)(6)2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 25-feb-2021, UDI#: (B)(4).; product ID: 8780, serial/lot #: (B)(6), ubd: 27-mar-2021, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.